Manufacturer narrative:
The investigation determined vitros test results obtained from three patient samples using a vitros eciq immunodiagnostic system were not the same vitros tests ordered for each patient by the laboratory information system. The investigation could not determine a definitive cause. However, an instrument related issue cannot be ruled out as potential contributing factor.

Event description:
A customer reported that vitros test results obtained from three patient samples using a vitros eciq immunodiagnostic system were not the same vitros tests ordered for each patient by the laboratory information system. Mis-associated patient results may lead to inappropriate physician action. There was no report that unintended test results were reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).